Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was an occlusion issue. The reporter stated that 2.6 of 5.6 units were delivered during a bolus and that the user gave an injection to cover the remainder. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: the pump histories from the date of the alleged incident were unavailable for review due to continued pump use. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms occurring. The force sensor calibration was found to be within required specifications. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.